Event description:
Boston scientific received information that this right atrial (ra) lead noted impedance measurements of 1400 ohms in unipolar configuration and 1500 ohms in bipolar configuration. Additionally, the threshold measurement was relatively high. The physician suspected perforation, even though there was no evidence of a perforation. The patient will be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated no further information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.